Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed service code 110 (overvoltage set no energy) and was resetting. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca which caused high voltage to traveled to low voltage circuitry. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.